Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy roux-en-y procedure, the 45mm reload was used during duodenectomy. The nurse said after opening/closing check, he/she handed the handle to the surgeon. The surgeon set the jaw on the tissue and pressed the green button in order to fire. When squeezing the handle, a rasping sound was generated and then the surgeon released the cartridge. When he/she fired again in the same way, it was able to staple without problem. The 45mm reload was also used in esophagectomy. This time the surgeon checked the accuracy and when firing in the same way, there was abnormal noise and the cartridge advanced a little possibly or not at all. The cartridge did not advance last time but this time it was not able to be released. The surgeon used esophageal forceps and resected the tissue with a scalpel. The surgical time was extended by less than 30 min. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.